Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with two 250cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grade unknown) and right breast implant rupture, post-procedure. The patient was in a car accident prior to the rupture. The rupture was diagnosed via CT scan. As a result, the patient underwent right breast capsulectomy, left breast dermal capsulorrhaphy and bilateral removal on september 16, 2021. The implants were also replaced with the following devices: (right) 285cc mentor memorygel breast implant catalog: shpx285 lot: 9586141 sn: (B)(4) and (left) 285cc mentor memorygel breast implant catalog: shpx285 lot: 9586141 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast/implant has been reported under mrn: 1645337-2021-06155